Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that patient said that they did have an MRI of the back and spine. Patient also said that since last night hasn't had an urge to urinate and hasn't had the urge to urinate today. When inquired, patient said that MRI staff placed the implant into MRI mode however doesn't know if they took the implant out of MRI mode. Patient mentioned that they is 95% blind and only has 45% vision in one eye and 10% in the other and unable to view screen. Patient doesn't have anyone to help her with making adjustments, however said that their son may be able to help later. Patient was redirected to contact her son for assistance in checking the status of the implant. Patient was also redirected to notify managing physician regarding sudd en change in symptoms.